Manufacturer narrative:
Analysis of the pump found no evidence of anomalies.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6)2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via return paperwork regarding a patient receiving intrathecal lioresal (lot number, concentration, and dose unknown) via an implanted pump. Indications for use were listed as intractable spasticity. Other medications the patient was taking at the time of the event and pertinent medical history were not reported. The pump and catheter were implanted on (B)(6) 2015 and the pump was explanted on (B)(6) 2015 due to infection and was not replaced. Follow up is being conducted to clarify the dates of explant. The pump and catheter were returned to the manufacturer and received on (B)(6) 2016. No information was provided regarding when the patient first started experiencing the infection, the cause of the infection, symptoms the patient experienced related to the infection, diagnostics performed, concentration, dose, or lot # of the lioresal, concomitant drugs, relevant medical history, or patient outcome. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.